Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the lead was dislodged and the patient had twiddlers syndrome. The lead was removed and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Na